Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Contacted customer requesting for patient information and event date. Repair details also requested.

Event description:
The customer reported the ventilator shut down while transporting the patient. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Customer did not provide serial number. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.